Event description:
A report of a pt's precision sys that was explanted was received. The pt's lead site never healed properly causing the lead to erode out of the skin. There was no sign of infection noted. The pt is reportedly doing well.

Manufacturer narrative:
The pt was dually implanted with 2 ipg's and 4 leads. The serial number of the suspect ipg, lead and 2 lead extensions are unk; therefore all devices are listed. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the mfg documentation of the devices found that no anomalies or deviations potentially related to the event occurred during mfg. This is the final report.